Event description:
It was reported to boston scientific corporation that a cystocele pelvic floor repair procedure was performed on (B)(6) 2010, using an uphold vaginal support system. During the week of (B)(6) 2010, the patient presented with symptoms of pudendal nerve entrapment, mostly numbness on the left side of her vagina. The patient also complained about having anorgasmia and stated that she was able to experience orgasms prior to the procedure. As of (B)(6) 2010, the patient is reported to still have numbness on the left side of her vagina. The physician is planning on bringing the patient to the operating room on (B)(6) 2010, to remove one of the mesh legs in hopes to resolve the numbness.

Manufacturer narrative:
Pudendal nerve entrapment or anorgasmia. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that the patient was referred to another physician to seek treatment for her pudendal nerve pain. The physician re-operated on the patient and found that a mesh sleeve and a piece of the left mesh arm had been left inside the patient from the original procedure. The mesh sleeve and the left mesh arm were removed from the patient. While the patient's condition following the removal of the objects from her is unknown, the patient is reportedly scheduled for a follow-up appointment during the week of (B)(6) 2010. Should additional relevant details from that appointment become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the physician met with the patient and indicated that the patient was "doing extremely well". The physician additionally reported that "[the patient] still has some numbness/paresthesia, but her pain is much improved and she notes continued improvement with time."

Manufacturer narrative:
'Describe event or problem' updated with additional information.